Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of cefazolin was found leaking on the floor from the microbore extension set while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection revealed no cracks or other anomalies. Functional testing resulted in no leaks observed. Pressure testing revealed a small leak at the connection between the female luer and the smartsite component. After tightening the engagement, no leaks were observed. The root cause of the tubing leak was a loose connection between the female luer and smartsite component.